Event description:
It was reported that 2 as lvp 20d dehp 2ss cv tubing sets came apart near the safety clamp during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "tubing coming apart near the safety clamp".

Manufacturer narrative:
H.6. Investigation: one photo of a primary set, model 2420-0500 lot 21023143, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's lower fitment was disconnected from the tubing. No other defects were observed. The customer's complaint of tubing coming apart near the safety clamp was verified. A device history record review for model 2420-0500 lot number 21023143 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21023143 regarding item #2420-0500. See h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 as lvp 20d dehp 2ss cv tubing sets came apart near the safety clamp during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "tubing coming apart near the safety clamp."